Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation, a faradrive steerable sheath clear was selected for use. While the nurse was preparing the scrub table, a small blue plastic piece was observed inside the unopened faradrive package. The procedure was successfully completed using the original device, with no complications for the patient. The device will be returned for analysis.

Event description:
During a pulse field ablation, a faradrive steerable sheath clear was selected for use. While the nurse was preparing the scrub table, a small blue plastic piece was observed inside the unopened faradrive package. The procedure was successfully completed using the original device, with no complications for the patient. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. It was noted that only the sheath and dilator were returned without the packaging and the blue foreign material. However, the allegation was confirmed due to picture evidence provided by the field. The returned sheath and dilator were visually inspected to see if there were any damages or impacted areas indicating dislodged of material. No observations were noted. Testing on the foreign material could not be conducted as the material and packing were not returned.